Manufacturer narrative:
An isi field service engineer (fse) has been requested to investigate the reported event. The fse called the customer and reviewed the system error logs and found error 307 occurred on the axes controller spar (acs) and axes controller carriage (acc), which points to the universal surgical manipulator (usm) 1 as the suspected component. Fse will inspect the usm upon site arrival. At this time, the additional fse investigation has not been completed. A system/instrument log review confirmed the customer encountered error (307) on arm 1, which indicates a node on the arm stopped responding. The instrument used log review performed for the system found the following instruments were used during the case: maryland bipolar forceps, monopolar curved scissors, prograsp forceps, large suturecut needle driver, and needle driver. A site history review was performed and there were no other instances found where error 307 occurred. No photo or video was provided for review. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) lead to the procedure being converted. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported prior to starting a da vinci-assisted nephrectomy procedure the system encountered a fault that the surgical staff could not recover from during set up. The customer power cycled the system several times and the issue persisted. Technical support was contacted. A review of the logs found errors 307 and 32097 on arm 1. The customer was advised to power cycle the system, emergency power off (epo) the patient side cart and exercise arm 1 with the system powered off. The system powered and homed successfully and the fault cleared. Technical support informed the customer that the fault could return during the case and arm 1 may need to be disabled. The surgical staff called back and reported the system had to be hard power cycled. Since the fault persisted, technical support guided the customer through disabling arm 1 and the procedure continued as planned. The customer called back as the issue persisted even after restarting the system. System logs showed a possible shut down issue and the surgical staff had converted the procedure to laparoscopic surgery prior to calling the last time. The reason for the procedure conversion was not specified. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and confirmed the procedure had to be converted to laparoscopic surgery after the system faulted again during 3 arm set up. The patient tolerated the laparoscopic surgery and there was no reported patient injury nor harm.

Manufacturer narrative:
4307 - on 4/23/2020, field service engineer (fse) completed investigation and removed/replaced the universal surgical manipulator (usm) due to 307 errors on usm 1 axes controller carriage (acc). Following service, the system was tested and verified as ready for use. On 5/4/2020, intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and confirmed the reported fault (error 307). The usm was installed into an in-house test system and triggered the error 307 during setup. Failure analysis (fa) swapped the parallelogram fiber cable and the 307 error did not trigger. When fa performed range of motion (rom) testing with the original fiber cable, rom failed. The rom passed testing after fa swapped out the axes controller motor (acm) printed circuit assembly (pca) and no error was generated and rom passed. Fa then reinstalled original acm pca and the usm generated a 307 fault. The acm pca was determined to be the cause of the issue and, as a fix to address the error 307 fault, the acm pca will be replaced. A site history review was performed and there were no other instances found where error 307 occurred. No image or video clip for the reported event was submitted for review. Log information was reviewed by the fse and fa and no additional issues were noted. Based on the new information and fa testing, this complaint remains a reportable event.

Event description:
Refer to h10/h11 for follow-up information.